Event description:
We received a report that an zcb0000215 intraocular lens (iol) tore during implantation. No patient injury was reported. When the iol was returned to the manufacturer on (B)(4) 2015, a note accompanied the device that indicated that the patient's left posterior capsule tore and the incision was enlarged to remove the iol. There was no loss of vitreous but unplanned sutures were required to close the wound. Another iol was implanted during the same procedure and the patient is reported to be doing fine.

Manufacturer narrative:
Corrected data: product problem should not have been checked. The initial report indicated the iol tore during implantation. When the device was returned the form that accompanied the iol did not indicate there was any iol damage, only a torn capsule. Device evaluation: the intraocular lens was returned to the manufacturer. The sample was inspected at 10x microscope magnification. Visual inspection reveals that the lens received has surface particles and viscoelastic residues. Major defects were not observed. The haptics looks positioned and in good condition. The product meets the acceptance criteria. Manufacturing related cause was not identified. Manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.